Event description:
Procedure: thoracic. Reportedly, the device did not staple properly in the middle of the staple line. Therefore, a larger "section" was need to close with suture. There was no patient injury reported.